Event description:
The cardiologist's history and physical states: the patient is a fully functional adult, who had a pacemaker implanted 3 years ago for syncopal complete heart block. She has become pacemaker-dependent over the years. She had been doing well until two weeks ago. The patient started feeling electrical impulses that traveled around the shoulder. She, at first wrote this off, but it became more and more frequent. This now happens quite frequently, and the electrical impulses are stronger. At times, she can elicit the impulse by placing her arm straight out, as if grasping a ledge. The feelings are worse with body movement, and at times, can be quieted by maintaining the still posture. The following notes are from the operative report: "she came in to the clinic for evaluation. We were unable to reproduce extracardiac stimulation in the clinic, nor did we find gross abnormalities in lead function via noninvasive testing. We put her through an x-ray examination as well as a holter monitor, and a long-term loop recorder. Her x-ray was quite suspicious showing a very sharp turn near the costoclavicular ligament as well as a lead-crossing defect. Her symptoms exacerbated." Notes from description of the procedure: "gross inspection showed no obvious evidence of lead disruptions. The pulse generator was removed from the leads after the temporary pacemaker had again been tested and was working perfectly. First, the atrial lead was tested. The atrial lead testing showed no gross abnormalities. We then removed the ventricular lead from the pulse generator and the ventricular lead was tested again. There were no gross abnormalities. I could not feel an impulse or perimuscular stimulation or high-pacing outputs. The impedances were fairly stable and the sensing thresholds on both leads were excellent. Visual analysis showed no gross disruptions. I elected to try and pass stylettes to the lead, and interestingly, the stylettes were impassable at about 7 or 8 cm into the lead, which would be consistent with the region of the costoclavicular ligament and probably represented crush syndrome at the coil. Obviously, there was not a full coil disruption or impedances would have been rocket high. Nonetheless, both leads appeared to have a similar issue; I elected to address these as problematic."....inspection of the (atrial) lead showed no gross external disruptions...gross inspection of the (right ventricular) lead showed no obvious external signs of disruption. Lead evaluation:1. Chronic right atrial lead had a t-wave in the range of 3.0. The impedance was stable in the range of 420 ohms, the capture threshold was 1.1 volts measured at 0.5 msec. No obvious evidence of extracardiac stimulation or a local current leak could be determined via intraoperative testing. There was no visual evidence of external lead disruption in the portion of the lead that could be visualized from the clavicle to the can. As noted, we were unable to pass stylettes to the lead, possibly suggesting an internal coil disruption.2. The chronic right ventricular lead had a sensing threshold of 50 millivolts as it was sensing the temporary transvenous pacemakers. Capture threshold was 1.0 volts measured at 0.5 msec. The lead impedance was also on the low, but stable side. There was no obvious evidence of extracardiac stimulation or gross visual evidence of lead abnormalities in the visualized segments. Again, we were unable to pass stylette suggesting the possibility of internal lead system malfunction"....the patient tolerated the procedure well and there were no complications.